Manufacturer narrative:
Complaint of window lock failure could not be reproduced. Unit and footswitch were tested together and passed functional testing. Window lock function performed as expected. No problem found. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further action is required. (B)(4).

Event description:
During an unknown procedure it was reported that the device became un-window locked and had trouble re-window locking. There was no report of patient injury.